Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Note: additional info received by anika on (B)(6) 2010. (B)(6) contacted coapt systems regarding a recent evaluation procedure done on (B)(6) 2010. (B)(6) stated that on (B)(6) 2010 the patient was experiencing firmness, redness, and swelling around the injected area. The doctor has not prescribed medication. On (B)(6), patient has a staph infection (patient is a teacher of handicapped children under 3 and works with children in their homes). One of her children has (B)(6) which was unknown at the time. The patient also had recent dental work. Patient had swelling for 3 days. She was on cipro, went to the ER with multiple abscesses, which were treated and found to be sterile, but she had been on antibiotics for a while. The ER doctor told her that it was probably a staph infection. Her gp sent her to the ent, who performed some inds on the abscesses. She is now on levaquin. She is also taking benzoyl peroxide for her skin.